Manufacturer narrative:
It was reported by the customer that allegedly while manually loading a 500lb patient onto the cot, the unit was unbalanced and the cot dropped with the patient on it. It was reported that the patient sustained a cut to the head and two caregivers also sustained injuries. As a result of this report, a stryker qae made multiple attempts to gather further information regarding the event and injury information. These attempts included an email communication on september 5, 2024 and september 23, 2024. As no response was received, a written email was sent on october 11, 2024 requesting the customer to respond with the requested information. As a result of this event, a visual and functional inspection was performed by a stryker field service technician. It was found that the unintended cot lowering or cot dropping to the lowest position was not associated with any defect with the device. The issue was resolved for the customer by performing operational and functional checks and confirming functionality of the unit. Multiple attempts have been made to gather further information surrounding the event, and the resolution, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that a cot was being team loaded manually into the ambulance with a 500 lb patient on it. The unit was unbalanced, and the cot dropped with the patient on it. The patient sustained an injury to the head (cut) when the cot dropped. In addition, two crew members also sustained injuries. The customer was not aware of said injuries, but indicated possible arm and back injuries.

Event description:
It was reported that a cot was being team loaded manually into the ambulance with a 500 lb patient on it. The unit was unbalanced, and the cot dropped with the patient on it. The patient sustained an injury to the head (cut) when the cot dropped. In addition, two crew members also sustained injuries. The customer was not aware of said injuries, but indicated possible arm and back injuries.